Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted without any major issues during the procedure. The crt-d was programmed to ddd with a lower rate limit (lrl) of 50 ppm. The patient was not considered to be pacemaker dependent and had a normal sinus rhythm around 65 bpm. The patient was taken to the intensive care unit (ICU) for recovery. As the field representative was getting ready to leave, the physician asked him to go see the patient in the ICU. The field representative was asked to reprogram the crt-d to a lrl of 80 ppm as the patient was having trouble breathing and had a high lactate value. The crt-d was reprogrammed and everything appeared to be normal. Suddenly the patient collapsed in his bed. The ICU team performed cardiac pulmonary resuscitation (CPR). The crt-d was providing pacing but there was no cardiac output. During the intervention, testing was performed to determine if there was a hematoma or a perforation but no issues were found. After 15 to 20 minutes of CPR, the patient was pronounced dead. It is suspected that the patient experienced a heart attack which resulted in his death. There were no allegations that the functionality of the crt-d caused or contributed to the patient's death. The device is not expected to be returned.